Event description:
It was reported to boston scientific corporation that during the insertion procedure, the device was not stable enough to anchor in place. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The capio device was not received for analysis. The lead suture with the needle at the end was received detached from the solid blue dilator of the mesh assembly.